Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pancreatic pseudocyst during a pseudocyst drainage performed on (B)(6) 2022. During the procedure, the first flange deployed in an incorrect location and missed the pseudocyst. The axios stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.